Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and patient regarding patient's implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the ins has not worked for two and half years, and the ins quit working 3yrs ago. It was also reported that patient was upset and ins is not working since the day he got it. Patient doesn't have any external equipment. Patient needs to have ins removed because he is not able to have an MRI. Patient did not have an hcp for the stimulator. Patient provided a temporary address and stated that they will be moving and were not sure where. No further complications were reported.